Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure for better coverage. The patient was doing well post-operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that it was the physician's preference to replace the lead and device malfunction was not suspected.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.